Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they have been trying to troubleshoot flow rate issues for 45 minutes in an arctic sun device and has decided to just replace the machine. Explained to page them back if needs help with the new device. As per wo update on 06jun2024, the arctic sun device giving calibration error 5 (inlet pressure out of range). Requesting for technical support. Per follow up information received via phone on 11jun2024, it was reported that they replaced the inlet manifold assembly. It passed calibration and has been returned to service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they have been trying to troubleshoot flow rate issues for 45 minutes in an arctic sun device and has decided to just replace the machine. Explained to page them back if needs help with the new device. As per wo update on 06jun2024, the arctic sun device giving calibration error 5 (inlet pressure out of range). Requesting for technical support. Per follow up information received via phone on 11jun2024, it was reported that they replaced the inlet manifold assembly. It passed calibration and has been returned to service.